Event description:
Due to pt complaining of thigh pain the stem was removed and replaced with a restoration modular stem. At the same time the insert was removed and replaced with a mdm construct.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 623-00-36f, trident 0° x3 insert 36mm ID, lot code: mlpyxt. Cat. No.: 18-3625, delta c-taper head 36mm +2.5, lot code: 40974802. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Pt took devices.

Manufacturer narrative:
An event regarding pain involving a secur-fit max 127 hip stem #9 was reported. The event was not confirmed. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: a complaint history review confirmed no other similar events for the reported lot. Conclusions: the exact cause of the reported pain could not be determined. A review of the provided records by a clinical consultant indicated there is no evidence the event is device related. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
Due to pt complaining of thigh pain the stem was removed and replaced with a restoration modular stem. At the same time the insert was removed and replaced with a mdm construct.